Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited an episode of post-paced t-wave over-sensing. Programming changes were suggested, but have not yet been made. No patient symptoms were noted.